Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer took corrective action by administering a correction bolus via the pump, and indicated they will continue using the current pump with backup therapy.